Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break and tyvek or thermoform sticking.

Event description:
Healthcare professional reported "plastic container is stuck together and is difficult to open to get to the implant.¿ patient contact with device occurred. This relates to the left side. The device remains implanted.